Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a low shocking impedance measurement. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received from the local area sales representative indicated that the patient was seen in the office. The out of range measurement was unable to be reproduced. The low impedance measurement appeared to be an isolated incident. The physician planned to continue to follow the patient normally. There were no adverse patient effects. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.